Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿retrieval analysis of contemporary antioxidant polyethylene: multiple material and design changes may decrease implant performance¿ written by arianna cerquiglini et al., published in european society of sports traumatology, knee surgery, arthroscopy (esska) 10 february 2019, was reviewed. The aim of this retrieval study was to assess the polyethylene wear performance of the attune tka system. To achieve this, retrieval analysis of attune polyethylene, femoral and tibial components was performed, and the results were compared with findings from pfc for the first time. The study examined all attune and pfc tka implants consecutively received at the authors¿ institution since 2015. The article does not discuss patellar resurfacing or cement manufacturer. Products used: pfc tka, depuy reasons for revision were as follows: instability, aseptic loosening, patella maltracking, malposition, infection, osteolysis, stiffness and oversized components. Products used: attune tka, depuy reasons for revision were as follows: instability, malposition, aseptic loosening, pain, fracture, pcl rupture, and movement restriction. Findings related to the polyethylene when both implants were compared: scratching, pitting and burnishing were the most common types of surface damage reported, and in most of the cases, no significant differences were found among anti-oxidant and conventional polyethylene. However, the authors did find that polyethylene tibial inserts incorporating anti-oxidant showed higher backside surface damage in fixed bearing implants. There is insufficient information to code for malpositioning.

Manufacturer narrative:
Product complaint # (B)(4).investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.